Event description:
A patient received a hematoma. A service check was completed on the device on (B)(6) 2012 and showed that the device was working according to its defined specifications. The patient has recovered with no permanent injury. (B)(4) was notified of this incident on (B)(6) 2012, not at the time the incident occurred. The incident occurred in (B)(6).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4).